Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s egv showed between 311¿315 mg/dl, while asymptomatic the day the sensor was put on the arm. No fingerstick test was performed. Believing the egv reading to be accurate, the patient administered 4 units of novolog insulin and went to bed. The following morning on (B)(6) , the patient¿s spouse noticed signs of disorientation, confusion, and unintelligible speech, prompting her to suspect a stroke and call 911. Upon arrival, paramedics prioritized immediate transport to the emergency room and did not check the bg meter or mobile device/receiver. At the emergency room (ER), the patient¿s bg was recorded at 30 mg/dl, while the cgm mobile device was not reviewed at that time. The spouse did not have information of the specific medications administered but recalled that IV treatment was provided. Bloodwork confirmed hypoglycemia, which was believed to be caused by the insulin administered the previous night. The patient remained in the hospital for nearly two days. The spouse did not have information to bg or egv readings during the stay and discharge but noted that the sensor was replaced prior to discharge. The patient was reported to be feeling well upon returning home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. It has been reported that there was a difference in readings of 100 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.